Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2022. During the procedure, the clip had difficulty detaching from the deployment catheter. The clip eventually detached from the catheter after opening and closing the white handle multiple times. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.